Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon, a 1.5mm x 20mm x 143cm coyote? Es balloon, and a2mm x 40mm x 145cm coyote? Es balloons were selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form at 6atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.